Event description:
It was reported that this right ventricular (rv) lead exhibited a loss of capture at maximum output. The patient was not dependent and there were no reported symptoms. On fluoroscopy the lead helix was observed to be fully extended, and micro-dislodgement of the lead was suspected. Upon opening the pocket for lead repositioning, the suture sleeve was observed to be allowing the lead to move excessively. The suture sleeve was re-stitched, and the lead was repositioned. Subsequent rv lead parameters were normal, with capture at 1.4 v @ 0.4 ms. No additional adverse patient effects were reported. It was additionally reported that the physician again suspected a micro-dislodgement of the rv lead and was considering programming the cardiac resynchronization therapy pacemaker (crt-p) system to left ventricle (lv) only pacing. Technical services discussed the potential for the rv lead to oversense and inhibit lv pacing and discussed other programming options with relation to the rv lead, such as decreasing the sensitivity as far as possible. The patient was then evaluated in-clinic at which time the rv sensitivity was decreased to 10 mv and pacing was set to lv only. The patient felt well in the days following the programming changes and had no phrenic stimulation. No oversensing was observed. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a loss of capture at maximum output. The patient was not dependent and there were no reported symptoms. On fluoroscopy the lead helix was observed to be fully extended, and micro-dislodgement of the lead was suspected. Upon opening the pocket for lead repositioning, the suture sleeve was observed to be allowing the lead to move excessively. The suture sleeve was re-stitched, and the lead was repositioned. Subsequent rv lead parameters were normal, with capture at 1.4 v @ 0.4 ms. No additional adverse patient effects were reported.